Manufacturer narrative:
Integra completed its internal investigation on 07120/2014. Results: device history record reviewed for this product ID lot # tl-298930 manufactured on april 02, 2014 show no abnormalities related to the reported failure this device passed all required inspection points with no associated mrr's, variances or rework. A two year look back for this reported failure and or related to "broke" for product ID's c4608s, c4608sea and c4608s1 shows that no additional complaints were received no new design or manufacturing trends have been identified. Tip breakage is confirmed no cem use and tip appears to be new however, there is a surface defect on the tip just below the breakage point. Evaluation of device show a gall or indent in the tip, with a surface scratch in a perfectly circular arc. Conclusion: root cause failure for the tip breakage is directly related to the surface gall and scratch defect, as the gall is quite large the surface defects were caused by contact with another metallic device.

Event description:
The cusa would not work when the consultant placed their foot on the pedal. The scrub nurse checked that the attachments were in place properly, tired again but still did not work. When the scrub nurse was detaching the cusa tip to attach a new one, it was discovered that 1centimeter piece of the end of the metal cusa tip was broken off inside the plastic tubing. This had not been used near the patient. A new precision curved tip was attached and the cusa worked immediately. There was no patient injury. The event led to a surgical time increase of 10 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.